Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation : lens was returned in liquid, in lens vial. Visual inspection found a bent haptic. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A cq2015a +12.0 diopter, intraocular lens was returned damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.